Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would be sent back for bench repair; however, the reason for the bench repair request is unknown. The device was not in use on a patient.